Event description:
Metzenbaum scissor that was used during a procedure was noted to have a broken tip. The broken scissors tip was noted during the surgical case. The scissors was known to be intact at the start of the case. An x-ray was taken and read by a radiologist. No foreign body was noted to be in the wound. The room, drapes, and sponges were thoroughly searched but the missing tip was not found. Instrument tray had been sent for sharpening and maintenance on last summer.